Manufacturer narrative:
The technician found the siderail latching mechanism was dirty, preventing the siderail from latching. He cleaned and lubricated the siderail latch mechanism to repair the bed.

Event description:
Info received indicates the left foot siderail is not latching.